Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing which resulted in inappropriate therapy delivered. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Low amplitude was observed on the right atrial (ra) lead. Further information was received that this device was reprogrammed. No additional adverse patient effects were reported. At this time, this device remains in service.